Event description:
Caller reported a minimum fill notification, indicating an issue with the pump cartridge fill level. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Customer removed pump from case and cleaned pneumatic tap area following instructions from customer technical support, and successfully resolved the issue by reloading the same cartridge, allowing them to resume insulin delivery.